Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens, diopter +23.5. Prior to insertion into the eye the plunger bent and tore the lens. No patient contact or injury. The lens tear was caused by the injector. The cartridge model that was used was a sfc-25 fp. The facility was unable to provide the cartridge lot number.